Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the system was oversensing myopotential noise. The electrode was explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 2.3cm from the terminal end. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed noise and oversensing.

Event description:
It was reported that the system was oversensing myopotential noise. The electrode was explanted and replaced. There were no additional adverse patient effects.